Event description:
Report received indicating that the tool broke while performing a craniotomy. The broken piece was removed and the procedure was completed with another tool. There was no patient impact.

Manufacturer narrative:
Comments: malfunction was confirmed on evaluation. It was noted that the fracture was consistent with excessive bending force applied to the tool while cutting. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."